Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report a fluid leak at pinch valve (pv) 43 on the right side of the coulter lh500 hematology analyzer. Customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. Customer did not come in contact with the fluid and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) confirmed that the source of the leak was a pin hole at the tubing pinch valve (pv) 43. Pv43 is the drain path for the cbc waste. The fse replaced the tubing and there was no further evidence of leaking. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak was a pin hole in the tubing going through pv43.